Manufacturer narrative:
The pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump had scratched display window.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 497mg/dl. The customer states they have treated with the pump. Troubleshoot was conducted. The device was found to have passed high pressure testing. The cannula was noted to be bent. The customer was advised to conduct full set, reservoir, and insulin change. The customer was advised the pump would be replaced and returned for analysis.